Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be used. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade at the tip/midpoint/base. A piece approximately 0.185¿ x 0.085¿ was found to be broken off. The broken piece was not returned. The components adjacent to this broken blade did not show damage. The complaint regarding instrument was unable to be used was confirmed by failure analysis. The probable root cause is attributed to use conditions.